Event description:
A force triad generator was used during a hepatectomy. While in use, an error code 288 appeared and shut the generator off. The surgeon was unable to complete sealing. The bleeding of the patient was reported as being less then 500cc. The surgery was extended for more than 30 minutes. No other patient information is available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.